Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device failed. Unk how case completed. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/03/2008. The analysis results found that the el5ml device was received in good visual condition and with a "j" clip on the jaws, the root cause of a j-shaped malformed clip is feeding the clip into a closed set of jaws. The following are scenarios of how this malformed clip could have happened: having the jaws closed in a trocar and actuating the trigger. Having the jaws closed in the molded endcap and actuating the trigger. Having the jaws closed by burying tips in tissue and actuating the trigger. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended and it opened and closed without any difficulties. However, the jaws were noted to be out of acceptable limits, the device was dissassembled and no anomalies were found. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.